Manufacturer narrative:
(B)(4). Date sent: 8/29/2024 d4: batch # a9ef2m investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that 2b12lt device was returned with the obturator inserted through the universal seal and with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device had the universal seal latch onto the sleeve assembly. In addition the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, sleeve fell off after opened the packing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided